Event description:
It was reported that the tip of drill sleeve did not reach the bone. Patient was being revised for the distal femoral faulty union insertion of a femoral nail. The doctor used the hammer for insertion and inserted the locking screw and the spiral blade. After that, he drilled the distal hole which is one of the two proximal holes over the aiming device, but he found the interference with the nail. The tip of the drill sleeve did not reach the bone and there were approximately a few cm gaps between the tip of the sleeve and the bone. The bottom of the protection sleeve reached to the aiming device, though. The doctor removed the drill sleeve and drilled adjusting in all directions over the protection sleeve, and inserted the locking bolt. After insertion, the doctor removed the connecting screw and the devices with pin wrench. In each connection, there was no serious looseness. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. Manufacturing records of the complained device were reviewed and they show full conformity to the specifications. All lots were released after final inspection, all devices have been sold and we are not aware of any quality problems or failures caused by faulty product. However, the investigation could not be completed; no conclusion could be drawn, as no product was received.